Event description:
It was further reported that the patient was septic and had been admitted to the hospital all unrelated to the implanted ra and lv lead. It was noted that the cause of death was listed as multiorgan failure secondary to perforated viscus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and chronic high threshold. It was also noted that the left ventricular (lv) lead exhibited intermittent loss of capture and fluctuating threshold measurements. The ra lead and lv lead remained in use. Approximately six days later, the patient passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and chronic high threshold. It was also noted that the left ventricular (lv) lead exhibited intermittent loss of capture and fluctuating threshold measurements. The ra lead and lv lead remained in use. Approximately six days later, the patient passed away. It was further reported that the patient was septic and had been admitted to the hospital all unrelated to the implanted ra and lv lead. It was noted that the cause of death was listed as multiorgan failure secondary to perforated viscus. It was additionally reported that the right atrial (ra) lead exhibited non-capture approximately one month post-implant. The lead was reprogrammed to minimize output to the lead.

Manufacturer narrative:
Correction: b2; b5; h6 device codes (fdd/annex a); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.